Event description:
It was reported by resmed (B)(6) that a system fault occurred in an astral device that indicated that the device was out of calibration. There was no allegation that the pt's therapy was interrupted or that the device failed to provide appropriate ventilation. MFR ref - 3004604967-2014-00053.